Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, currently pyxis server doesn't have static ip. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that the pyxis server did not have a static internet protocol (ip) address configured. The field service engineer (fse) worked with the technical support specialist (tss) to change the ip addresses. The fse attempted to access the system through remote support services (rss) and confirmed that no stations were linking. A report was generated to verify the network configuration of the devices. While working with the customer, it was discovered that the customer had replaced the firewall device. Remote access service documentation was provided, including validation of required ip addresses and port configurations. After the customer completed the firewall settings, the devices were rebooted. Only one device successfully connected to remote access services. The fse confirmed that it was configured using dynamic host configuration protocol (dhcp), while the other devices were not. An additional issue was identified in which a station was unable to communicate with the server, and the tss was notified for further assistance. At the same time, the customer¿s it department performed network-related work. Seven stations were not communicating with the server and were offline in rss. The customer was assisted in changing the network configuration from static ip to dhcp on all affected stations. After these changes were completed, all stations came online in rss. The customer continued working with tss to resolve the remaining server connectivity issues. A visual inspection of the machine was performed. The system functioned as intended after the field service engineer and technical support specialist investigated the device.